Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right femoral vein using a rotating hemostasis valve (rhv) packaged with an indigo system aspiration catheter 12 (cat12) and a non-penumbra sheath (14f sheath). During the procedure, the rhv became occluded with clot and was subsequently disconnected from the cat12 and flushed. While attempting to reconnect the rhv valve cap on the back table, it would not lock back into place. Therefore, the rhv was no longer used in the procedure. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to the patient.